Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it is reported that the patient had a cesarean section delivery for placenta accreta. The patient experienced a post-partum hemorrhage (pph), total volume of blood loss was 3.5 liters. Hemostatic stitches (b-lynch sutures) were placed to treat the pp, and this failed to control the hemorrhage. Next, a cook bakri postpartum balloon with rapid instillation components was placed with ultrasound guidance into the correct position and inflated with 500ml of saline to provide tamponade. This also did not stop the bleeding. The patient then had an embolization procedure, and the balloon was removed. Upon removal, it was noted that the balloon was deflated. No further consequences to the patient have been reported as a result of this occurrence. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One bakri postpartum balloon catheter was returned for investigation in a used condition. The device was returned inside a plastic bag covered in blood. The device was removed from the bag for a visual examination, and a vertical split was observed extending from the top to the bottom of balloon material. This device appeared to have been cut by a sharp instrument of undetermined origin. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." The IFU also cautions to avoid excessive force when inserting the balloon into the uterus. Based on the information available, cook has concluded that a definitive cause for this event could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: section c, d10, h3- device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Reporter name and address: phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported that the patient had a cesarean section delivery for placenta accreta. The patient experienced a post-partum hemorrhage (pph), total volume of blood loss was 3.5 liters. Hemostatic stitches (b-lynch sutures) were placed to treat the pp, and this failed to control the hemorrhage. Next, a cook bakri postpartum balloon with rapid instillation components was placed with ultrasound guidance into the correct position and inflated with 500ml of saline to provide tamponade. This also did not stop the bleeding. The patient then had an embolization procedure and the balloon was removed. Upon removal, it was noted that the balloon was deflated. No further consequences to the patient have been reported as a result of this occurrence. Additional details regarding the patient and event have been requested. At this time, no further information has been provided.